Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient h3: analysis of the 97745 programmer (serial number (B)(6)) unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced cracked/scratched/worn front case. Screw holes stripped causing slight case separation. Cleaned charger rtm connector. Excellent recharge status. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says that starting a week ago they found the controller screen was blank and then it came back on but they found they get no device found and cant charge ins or connect wirelessly. Pt needs to put ins into MRI safe mode for an upcoming MRI on (B)(6). Pt says they haven't charged in a week or week and a half because the controller wasn't coming on, so they called a manufacturer representative (rep) a few days before yesterday, "I think it was monday or so". Patient services (pss) had pt reset controller and then try to charge ins and it said 99 for the highest number. Pt says recharger telemetry module (rtm) is not heating up. After10 minutes of prm, it just kept toggling between looking for device/checking recharger/position to get highest number, and never did go back to no device found screen. A replacement controller was sent out. No symptoms were reported. On (B)(6) 2022 the patient called back asking for help pairing the controller they just received. Agent walked caller through pairing and starting an implant charge session; caller confirmed recharging excellent ; controller is 100% and ins is 70%. Caller walked caller through checking intensity and confirming stimulation is on.